Event description:
It was reported in a research article that posterior pelvic organ prolapse procedures were performed on an unknown date and mesh was implanted. Complications included peri-operative bladder injury which was treated with a urinary catheter or abandoned procedure with conventional repair; mesh exposure which was managed by mesh excision, vaginal estrogen or no intervention; recurrent prolapse requiring re-operation; de novo prolapse; urinary dysfunction requiring surgery or medication; bowel dysfunction; bleeding which was managed conservatively; need for re-suturing; vaginal adhesions requiring division under general anesthesia; granulation tissue managed with silver nitrate or surgical excision; vaginal/groin pain managed with anti-inflammatories, topical steroids, analgesics, partial mesh excision or division of the arms of the mesh; and dyspareunia. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).